Event description:
It was reported the patient had plates, screws and wire used to close the sternum. About 3 months post op, the plate on the right side of the sternum backed out. A revision surgery was performed where the screws were removed and replaced with new screws.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.